Event description:
It was reported that the user experienced multiple occlusion alerts with their pump. There was no information provided regarding the customer¿s blood glucose level at the time of the event. The user, knowledgeable about the device, replaced the infusion sets and cartridges multiple times. The customer continued to use the pump for insulin therapy.